Manufacturer narrative:
(B)(4) the reported distal end break.

Event description:
It was reported that when advancing the device through moderately tortuous anatomy into the middle cerebral artery m2 segment, approximately 5cm at the distal end broke. The physician retrieved the piece with a snare. The procedure was completed with a second guidewire and there was no clinical consequence to the patient. The physician stated there was no resistance encountered during the use of the device.